Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was charging more than expected. A longevity calculation indicated that the patient's recharge interval appeared to be appropriate. In addition it was reported that the patient experienced a shocking or jolting sensation every once in a while at the lead-extension connection site. Stimulation was good otherwise. Additional information has been requested, but was not available as of the date of this report.